Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete information for resetting the pump, and the caller was advised to perform the reset at their convenience and follow up if the issue continued.